Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the use of multiple usb cables and wall adapters. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections available as alternate insulin therapy.